Event description:
Information received by medtronic indicated that the pump was exposed to moisture. Customer stated pump had fluid under the screen in left top corner. No harm requiring medical intervention was reported. The customer had discontinue to use the device.

Manufacturer narrative:
(B)(4). The pump passed the self test, displacement test, active current measurement and sleep current measurement. Insert battery alarm and failed batt/battery failed alarm were recorded in the formatted history file. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during the testing. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2021 20:09:57.000 (B)(6) 2021 17:37:36.000, (B)(6) 2021 17:37:40.000, (B)(6) 2021 17:37:41.000, (B)(6) 2021 17:39:33.000 (B)(6) 2021 17:40:11.000, (B)(6) 2021 18:07:38.000 and (B)(6) 2021 18:17:00.000 and failed batt/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2021 17:37:36.000, (B)(6) 2021 17:37:40.000, (B)(6) 2021 17:37:44.000, (B)(6) 2021 17:40:00.000 and (B)(6) 2021 17:40:15.000. Upon checking on the power data/detail trace file, failed batt/battery failed alarm was expected since the battery has low/no power. The customer may have used a low/depleted battery. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. However, slight corrosion on the battery tube assembly was noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. No evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. However, slight corrosion on the battery tube assembly was noted. Pump exposed to moisture was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.